Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 400 mg/dl and current blood glucose value of 368 mg/dl.. Customer stated that they had symptoms of nausea. Customer stated that the insulin pump was not delivering insulin. Customer stated that they were using insulin pump within 48 hours of high blood glucose event. Customer was assisted with troubleshooting. Customer was not using insulin pump on auto mode. The insulin pump will not be returned for analysis.